Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, upon hooking up the catheter to a flush line, it was not possible to flush and see a constant drip at the distal tip of the catheter. Another fluid line and bag was tested, and it did not work so the catheter was replaced. The flushing of the lumen for the flush line during testing was successful after replacing the catheter. No patient complications were reported. The catheter is not expected to be returned for laboratory analysis as it was disposed.